Event description:
Had an MRI this date and since then I have felt ill, restless legs, ringing ears, spine pain, can't sleep, weird internal vibrations, crying, poor temperature regulation, very frequent urination. Gadolinium used. FDA safety report ID # (B)(4).